Event description:
It was reported that pump displayed altitude alarm and customer had previously experienced same issue with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for placing pump into storage mode and returning it within required timeframe, and informed customer about need to program pump settings and connect continuous glucose monitor to replacement device.